Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and right ventricular (rv) lead. The high impedance triggered the lead safety switch (lss) changing the polarity from bipolar to unipolar. Further review found that the right atrial (ra) lead had exhibited high out of range pacing impedance measurements six months earlier which had also triggered the lss. Oversensing of noise which stored an inappropriate atrial tachy response (atr) event was seen on the atrial channel due to the unipolar configuration. It was noted that during the in office interrogation all impedance measurements were within range and the threshold measurements were also good. Boston scientific technical services (ts) was consulted and discussed possible reasons for the intermittent high pacing impedance measurements and possible programming options. The medical personnel opted to program the lss off for the ra lead and change the polarity back to bipolar. Lss was left on for the rv lead and the polarity was also programmed back to bipolar. The pacemaker, ra and rv leads remain in service and no adverse patient effects were reported.